Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a generator contactor which was stuck shut. The unit was releasing the steam through a safety relief valve. The steam was released and subsequently set of the fire alarm. The technician replaced the generator contactor, tested the unit, and confirmed it to be operating according to specification.

Event description:
The user facility reported their sterilizer was leaking steam, making a loud noise, and set off the fire alarm. The fire department was dispatched. No injuries or procedural delays or cancellations were reported.